Event description:
Implanted in 2001. Sometime afterward at an unknown date, the patient complained of pain and dysphagia although nothing was seen on an x-ray. There was an explant surgery on an unknown date due to pain at which time a broken screw was found. Unknown fusion status.